Event description:
A (B)(6) old male pt contacted zoll customer support to report that his electrode belt would not stay connected to his monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. As received, the connector's locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.